Manufacturer narrative:
(B)(4). Title: repeat transcatheter aortic valve implantation using a latest generation balloon-expandable device for treatment of failing transcatheter heart valves citation: journal of cardiothoracic surgery (2016) 11:2 (doi 10.1186/s13019-016-0398-y). Authors: andreas schaefer, hendrik treede, moritz seiffert, florian deuschl, niklas schofer, yvonne schneeberger, stefan blankenberg, hermann reichenspurner, ulrich schaefer and lenard conradi month and year of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to evaluate outcomes after a valve-in-valve procedure performed to treat moderate to severe paravalvular leak (pvl). The study was conducted between january 2014 and december 2014 and included one patient (male, age: (B)(6)) who was implanted with a medtronic transcatheter bioprosthetic valve (29 mm) (serial numbers not provided). Immediately after the implant, a transthoracic echocardiogram (tte) indicated mild aortic insufficiency. At follow up (between 1.5-3 years post implant) the patient presented with acute exacerbation of dyspnea. A transthoracic echocardiogram (tte) indicated severe paravalvular leak (pvl). Subsequently a non medtronic transcatheter valve (29 mm) was implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.